Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the patient developed an infection and endocarditis. The patient was treated with antibiotics, the implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.